Event description:
It was reported that the patient had the artificial urinary sphincter cuff component was removed due to recurring incontinence . A new artificial urinary sphincter 5.0 cm cuff was implanted.